Event description:
A peritoneal dialysis (pd) patient reported a fluid leak discovered during pd treatment. There was a warning to make sure heater bag was on heater tray, but then the patient found that tubing on the floor was leaking. In a follow up, the patient verified the event and said that there may have been a hole in the patient line tube but was unable to verify. The patient said there was no harm, intervention or adverse event due to the leak. The patient is still using the same cycler. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak discovered during pd treatment. There was a warning to make sure heater bag was on heater tray, but then the patient found that tubing on the floor was leaking. In a follow up, the patient verified the event and said that there may have been a hole in the patient line tube, but was unable to verify. The patient said there was no harm, intervention or adverse event due to the leak. The patient is still using the same cycler. The cycler set is not available to return.